Event description:
The patient reported a complaint regarding inconsistent blood sugar readings from the teladoc blood glucose meter, noting that results from different batches of test strips varied by 100 points. The patient stated that after receiving the high readings, they contacted their doctor and were advised to increase their metformin dosage from 750 mg to 1000 mg.

Manufacturer narrative:
Member support sent a replacement meter and requested the return of their meter. The meter has not been returned. If the device is returned an investigation will be conducted and a supplemental report will be filed.